Manufacturer narrative:
(B)(4)

Event description:
An infection was reported. The patient had a spinal fusion surgery and, intermittently for the past several months, they had been showing signs of infection. The patient had been having fevers and they believed that they had a ¿deep spine infection¿ that potentially be around the catheter. The pump was programmed to stopped pump mode, and the patient¿s healthcare provider (hcp) was to call back tomorrow to permanently disable the pump. They were attempting to contact a local representative as they did not have an 8840 and needed to perform an ¿emergency baclofen turn off¿. They planned to treat the patient with oral baclofen. The medication infused was lioresal. On (B)(6) 2014 information was received from an hcp indicating that they would program the pump to minimum rate on the date of the report. The patient had been refilled last week, and the plan was to fill with saline in the next couple of weeks. It was not determined if a new catheter would be placed in the future due to the patient not doing all that well. The patient was currently in the pediatric intensive care unit (picu) due to a surgical procedure yesterday where the catheter was removed due to the catheter/spine being infected for months. The patient was reported to be ¿horrendously spastic¿. They were to be given oral baclofen. On (B)(6) 2014 information was received from an hcp indicating that perioperative antibiotics were administered. The date of onset/diagnosis of infection was specified to have been ¿several months perhaps¿. The patient reportedly did not have meningitis. The patient had fever, redness, swelling, drainage, and pocket erosion. The hcp noted that it was possible that it was mostly related to the fusion infection. The primary location of the infection was the lumbar region. A culture was obtained from the lumbar region. The organism cultured was pending. Treatments included intravenous antibiotics and partial device system explant. The patient¿s outcome was ongoing. There was no drug withdrawal. The catheter was ligated, and the pump was at 3 mcg daily dosing.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).